Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker also observed the device's main keypad buttons were unresponsive. Stryker replaced the device's system pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information.

Event description:
The customer contacted stryker to report that their device was continuously rebooting. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.